Manufacturer narrative:
(B)(4). Investigation summary: the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Was the device able to be closed? Were any firing strokes able to be completed? Did the device cut or staple at all? Was the device difficult to remove from the tissue? What was the reason for the conversion to open? Once converted, how was the procedure completed? Please explain issues encountered with ace device. What is the current patient status?

Event description:
It was reported that the ec60a instrument did not fire at all. Lap. Sigma with converted to open. No further information is available.